Event description:
The customer was hospitalized for high bgs. The customer stated that the screen window is scratched and illegible and the bolus wizard was not working properly. Also, it was mentioned that the dr and the customer were concerned about the pump.